Event description:
Customer reported an altitude alarm occurrence on their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided tips to prevent future altitude alarms, which the customer acknowledged and understood. The issue did not require a cartridge replacement, and the customer was able to resume insulin delivery with the original cartridge.